Event description:
It was reported that the patient underwent a normal device replacement procedure. During the procedure, the left ventricular lead was discovered to have capture anomaly. The lead was capped and replaced. The patient was in stable condition.